Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid (concentration not reported) at 1.25mg/day. The indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient was in a lot of pain since lowering the dose of the pain pump. The last couple of days the pain has been "really really bad". Per the patient the onset was gradual and the pain began (B)(6) 2015. Per the patient they lowered the it dose saying the medicine did just as much good as the pump per the healthcare provider. The patient also reported their pain pump was becoming empty/getting close to it. (B)(6) 2015 was the low reservoir alarm date. The patient had heard a one tone pump alarm. The patient was seeking a new physician as the patient had moved so she can get her pain pump refilled. Intervention and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient told her the pump was not delivering any medication anymore, and the pump had been beeping. The patient had pain all over and cried all day long. It was noted the patient was seeing a family practice hcp and was not established with a pain hcp yet. They had been asking for pain meds, but the family practice hcp needed to get the pump scenario managed first. The patient was to have an l-spine MRI. The results of the l-spine MRI were unknown. The hcp had no further history related to this. The indications for use were non-malignant pain and failed back surgery syndrome. The cause of the alarm, steps taken to resolve the issue, and the outcome of the event were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.